Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was confirmed, and it appeared that the kink developed during use. One 20g x 2.25¿ accucath was returned for investigation. The catheter had been removed from the deployment system, which indicates that the product was used. The deployment system was not returned for investigation. Kinks were observed in the catheter 1.5cm and 3.7cm from the distal tip of the catheter. The insert within the catheter hub had not been advanced through the valve. It was reported that the accucath was removed and was kinked. The facility presumed the kinks to be an insertion issue. The catheter was most likely handled or positioned in a location where the kink would develop during the insertion process. The catheter was patent to infusion and no leaks were noted in any part of the catheter. Since the accucath exhibited evidence of use, the damage most likely occurred during the insertion process. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported there was no blood return from the accucath catheter and this caused the facility to remove the device. It was stated that the catheter was noted to be kinked in three places.